Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2015. Evaluation summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was not pacing or sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.